Manufacturer narrative:
(B)(4). Device not returned. Additional attempts were made to locate the device. To date the device has not been returned. If further details are received at a later date or the device is returned a supplemental medwatch will be sent to reflect any new information. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Spoke with the sales rep, he indicated that the user is new to the account and has been inserviced. This was an emergency case and the surgeon utilized a grey reload on the mesoappendix and bleeding occurred. Patient was obese and on blood thinners. It is unknown how the case was completed. No comment on staple formation. Patient is expected to have a full recovery. Scrub tech indicated that the steps for use were followed to open the device; however, the dr indicated that he had to pull the handles open. Rep has the device and indicated he had opened and closed it without any difficulty, the device - the cartridge is in the jaws.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not open and the jaws had to be pulled apart after firing. It is not clear how the jaws were pulled apart. A grey reload was being used at the time. It is not clear if another device was used to complete the procedure. The patient had to be returned to surgery due to bleeding at the mesoappendix stump. It is unknown how much bleeding occurred and it is unknown if the patient received a blood transfusion. The rep reported that the patient is stable and doing fine.